Event description:
The customer reported that when they powered up the system, the workstation read "invalid input signal" and the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The real time operating system was replaced. The system was then found to be operating as intended.